Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013, for abutment removal. A cover screw was placed on the fixture and the wound was closed. There is no plan to replace the abutment as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.